Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report evidence of long-term leakage from the closed tube aliquotter of the unicel dxc 600i synchron access clinical system. Customer stated that there may also have been a small leak on the wash syringe drive because there were deposits on and underneath the drive actuator, syringe and valve. On the following day, the field service engineer (fse) inspected the instrument and found a large amount of dried buffer underneath the syringes and lower shelf. The fse cleaned the instrument to remove the dried buffer and removed and washed the t-valve. The fse then cleaned and replaced all of the syringes. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer stated that neither patients nor instrument operators were affected by the instrument issue.